Manufacturer narrative:
A ge rep evaluated the system and could not reproduce any of the reported problems. System operates as intended.

Event description:
Customer reported the charger failed and system is displaying multiple error messages. No pt injury was reported.